Manufacturer narrative:
H6: added type of investigation code: b22.

Event description:
It was reported to gore a conformable gore® tag®thoracic endoprosthesis was implanted on (B)(6) 2014 in order to treat a patient with a descending thoracic aortic aneurysm with a maximum diameter 87 mm, with the proximal portion of the endograft deployed in zone z4. A type 1 endoleak with onset date of (B)(6) 2022 was reported without any aneurysm growth. A staged reintervention procedure took place. On (B)(6) 2023, the patient underwent a left carotid-subclavian bypass with thoracic endovascular aortic repair (tevar) using an unknown cook medical device for the type 1a endoleak. A few month later, on (B)(6) 2023, the patient received a custom made branched device (branch for celiac trunk and superior mesenteric artery) for the type 1b endoleak.

Manufacturer narrative:
H3 other code, h6 code b20: the device remains implanted in the patient. Therefore, a device evaluation could not be performed. H6 code b14: review of the manufacturing records is ongoing. Per the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak, reoperation. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable.